Manufacturer narrative:
(B)(4). Batch # u93n9r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line (malformed staples, staple line missing staples, etc.)? Unknown. How was the leak controlled? Unknown. Could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Delayed discharge of patient was reported by the hcp. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the plee60a & gst60d were taken out from sterile pack and 6 reloads were fired in mgb. During firing doc experience the rugged firing and fired surfaces are in zig zag fashion. Dr. Felt it's due to plee60a and requested for replacement with new one. Dr. Is keen to know the reason for leak from stapled edges and analysis of complaint sample.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2022 d4: batch #u5aw7t investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11- d4-lot # un9r93.